Event description:
Breast augmentation. Now pt has symptomatic scarring bilateral breasts. Physical exam = class IV capsular contracture, bilaterally. Pt underwent bilateral capsulectomies with implant removal. Implant completely encapsulated. Removed intact. No apparent leakage. Pt augmented with mentor saline implants.